Event description:
It was reported that, "patella button wear. Patella button extracted along with medium insert. Replaced with new patella button and insert. No complications."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device is being kept by pt. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.